Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the intermittent communication issue with half-height drawers 2.1 and 2.2. A field service engineer (fse) confirmed the recurrent error and verified the drawer's position with a bme technician. The fse powered down the cabinet, disconnected the pyxis bus ribbon cable at position #2, and removed the half height drawer on aux1. The pyxis bus board (p/n: 151630-01) was replaced, after which the drawer was reinstalled, the communication cable was reconnected to the new board, and the back panel on aux1 was relocked. The cabinet was restarted, and the half height drawer #2 on aux1 was tested using the hardware test application (hta). The cabinet was found to be fully functional. The user also tested access to the cabinet and drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the repetitive issues continued to occur with cabinet drawers 2.1 and 2.2, and the drawers were not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.